Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the first few pins popped out and the reload could not continue firing. It was reported that the staple line was incomplete at the distal part. Another reload was then used to resolve the issue. There was no patient injury.